Event description:
According to the available information, the patient reported that their device has recently started to partially reinflate on its own. The implant partially reinflates within one minute after the patient has fully deflated the device. The patient stated that it will reinflate to about forty percent. The patient is currently inflating and deflating the device twice a day for thirty minutes and started to notice recently that it would partially reinflate.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.